Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be confirmed, however artifacts suggest a bending fatigue fracture.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a fractured stem. A review of the invoice history confirmed all components were removed and replaced, with exception of the tibial stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."